Manufacturer narrative:
Approximate age of device: 0 days (occurred during implantation). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that after the account connected the pump to the cuff, the cuff lock was reopened for pump re-positioning. The account stated it was difficult to close the mechanism and the pump was rotating on the cuff. The account removed the pump, upon inspection it was found it was not possible to close the lock mechanism completely without a connected cuff. Another pump was prepared and used without any issues. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed an issue that would have contributed to the reported inability to properly engage the cuff lock; however, a specific cause could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft was returned attached to the pump outflow port with the sealed outflow graft bend relief properly engaged to the graft attachment. The modular cable and apical cuff were not returned. The cuff lock was not properly engaged. Both of the cuff lock locking arms were visibly bent out toward the locked position, rather than in toward the lock-out position. The cuff lock slid freely when manipulated but the bent arms caused the lock to travel into the fully locked position with minimal resistance. Measurements taken of the cuff lock confirmed that both of the locking arms were bent out of specification. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The blood-contacting surfaces of (B)(4) revealed no evidence of depositions or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU explains how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. In addition, this document provides instructions in the event the cuff lock mechanism on the pump fails to engage. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.